Manufacturer narrative:
(B)(4).

Event description:
The probable cause was determined to be a damaged component at the main board u15 usb wake.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were not performed due to the receiver losing power after connected to the usb cable for 6 seconds. An internal visual inspection was performed and failed due to damaged component. Pictures were taken. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.